Event description:
Additional information indicates that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker had a dropped in the remaining longevity. It was reported that at previous device check, the device had 2 years remaining but then recently, the device had less than 6 months of remaining longevity. There were no programming changes made and auto capture feature was not turned on. Boston scientific technical services (ts) advised to have the device analyzed. There was no further information obtained from the field. All available data suggests that this pacemaker remains in service. No adverse patient effects were reported.